Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an "er2" message. Per the onetouch ultra owner's booklet, an "er2" message could be caused either by a used test strip or a problem with the meter. The medical affairs specialist (mas) spoke with the patient on the following month and obtained the following information. The reporter indicated that the alleged issue started sometime in early 2008. As a result of the error message, the patient claimed he discontinued testing his blood glucose. Prior to obtaining the error message he would generally test 3 times/day, depending on how he was feeling. As a result of the reported issue, the patient confirmed he didn't make any changes to his diabetes treatment because he just manages his diabetes with diet and exercise. On an unspecified date/time after the reported issue began, the patient confirmed there were a couple of occasions when he felt his blood sugar dropped. The patient states he knew his blood glucose was running low because he became "light-headed and shaky." The patient confirmed he did not test his blood glucose prior, during, or after the symptoms started, but did treat self with food. Symptoms were relieved after eating. During troubleshooting, the cca was able to confirm that the patient was using the correct testing technique. The product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.